Event description:
Upon the physician removing an aspira catheter drain, the cuff became loose and almost separated from the catheter drain. During the catheter drain removal procedure, the physician was able to get the loose cuff out of the patient's body.